Event description:
The customer reported that there was a blown fuse and the system no longer works. No patient injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep replaced the primary fuse. The system operates as intended.